Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml lioresal at 770 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had increased tone over the weekend with itching and pruritus. The patient still had some itching and was on oral baclofen beginning yesterday. The onset was considered sudden. A cap access was done on (B)(6) 2016 to check the patency of the catheter as they wanted to rule out a catheter issue. It was noted they were able to draw back 3 cc. The patient would stop taking the oral baclofen, however the patient was still taking periactin. Additional information was received on (B)(6) 2017 that reported that troubleshooting included the physician in the office performed a side-port aspiration to see if catheter issue. A spiral CT was also done. The cause of the increased tone and itching was determined as the results of the spiral CT showed that there was a problem with the catheter. A new pump and catheter were placed. The issue was resolved as the patient was sent to neurosurgery and a new pump was placed. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.